Manufacturer narrative:
The customer was unable/unwilling to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue since no information was provided to perform an investigation. D4-serial no. Was updated to na.

Event description:
The consumer reported conflicting results using binaxnow covid-19 antigen self-test performed on an (B)(6) 2023 that generated a negative result. Within 24 (twenty-four) hours, the consumer repeated testing and generated a positive result. The consumer was experiencing cold cough and fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported conflicting results using binaxnow covid-19 antigen self-test performed on (B)(6) 2023 that generated a negative result. Within 24 (twenty-four) hours, the consumer repeated testing and generated a positive result. The consumer was experiencing cold cough and fever. No additional patient information, including treatment and outcome, was provided.